Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the use of a third-party cautery device. The event can be detected/prevented by following the instructions for use which state: - use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image. - before using high-frequency electrosurgical equipment, be sure to install and connect the equipment according to its instruction manual and make sure that the noise does not affect the observation and surgical procedures. If high-frequency electrosurgical equipment is used without such confirmation, patient injury may result. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii xenon light source¿s image began flickering when a 3rd party cautery device was activated. There was no patient harm reported as a result of this event.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user¿s facility to inspect the subject device. The image flickering could not be confirmed by the fse. However, the customer was able to provide video evidence of the reported failure mode. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.